Event description:
A malfunction alarm labeled malf 24 was reported, and it was confirmed that there were no notable events leading up to the malfunction. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating no adverse impact. The customer was instructed to use multiple daily injections as a backup therapy.